Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 5 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that two battery devices heated up and melted inside two battery casing devices. It was further reported that the small battery drive device became hot. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. It was reported that all of the pieces of the devices broken during surgery were retrieved from the patient. There was no adverse event reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the battery casing device was in a worn condition. It was further determined that the device could only be opened and closed with force and the lid was leaky. It was further determined that the device failed pretest for general condition, check battery casing cover and the lid and leakage test. The assignable root causes were determined to be due to improper cleaning and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.